Event description:
Employee grabbed a vacuette green top sample tube and noticed that product was deformed and could not be used for sample collection. Upon checking other tubes in same lot number, others were found to be defective and non-usable.